Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis as well as hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and hyperglycemia. The patient's blood glucose levels reached 538 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include vomiting, hyperglycemia, dehydration and chest pains. The patient applied a new pod prior to going to the hospital. Once at the hospital the patient was diagnosed with hyperglycemia , diabetic ketoacidosis (dka) and dehydration. The patients pod was removed from the infusion site (abdomen). The patient was treated with intravenous fluids of potassium and magnesium as well as an insulin drip. The patient was not wearing a pod while in the hospital. Upon discharge from the hospital the patient reports their blood glucose level was 400 mg/dl. The patient was discharged from the hospital after 3 days.